Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed with functional undersensing with atrial events falling into the blanking at times. The lead remains in use. No patient complications have been reported as a result of this event.